Event description:
It was reported that during a pulse field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. The sheath was advanced into the left atrium and a 20cc syringe was used to aspirate once the dilator and wire were fully removed. The farawave catheter was inserted straight into faradrive sheath valve and a 20cc syringe was used to aspirate. Air was pulled in from the valve and the catheter was removed and reinserted. Air was continually pulled into the sheath via the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. The sheath was advanced into the left atrium and a 20cc syringe was used to aspirate once the dilator and wire were fully removed. The farawave catheter was inserted straight into faradrive sheath valve and a 20cc syringe was used to aspirate. Air was pulled in from the valve and the catheter was removed and reinserted. Air was continually pulled into the sheath via the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that there were no abnormalities noted during preparation or use of the sheath. The devices that had been inside the sheath prior to or at the time air was observed include a dilator and then a farawave catheter. The method of irrigation used for the sheath was not specified as the air was observed coming into the sheath from the valve during aspiration before that step was reached. The reported air bubbles were observed in the flush port of the sheath. No air was seen in the patient. The position of the guidewire when the farawave catheter was inserted into the sheath was pulled back flush with the distal end of the farawave catheter.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. The sheath was advanced into the left atrium and a 20cc syringe was used to aspirate once the dilator and wire were fully removed. The farawave catheter was inserted straight into faradrive sheath valve and a 20cc syringe was used to aspirate. Air was pulled in from the valve and the catheter was removed and reinserted. Air was continually pulled into the sheath via the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was returned for analysis. It was further reported that there were no abnormalities noted during preparation or use of the sheath. The devices that had been inside the sheath prior to or at the time air was observed include a dilator and then a farawave catheter. The method of irrigation used for the sheath was not specified as the air was observed coming into the sheath from the valve during aspiration before that step was reached. The reported air bubbles were observed in the flush port of the sheath. No air was seen in the patient. The position of the guidewire when the farawave catheter was inserted into the sheath was pulled back flush with the distal end of the farawave catheter.

Manufacturer narrative:
Device evaluated by MFR: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (micro bubbles were observed) through the tear on the outer valve.